Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Discussed patient temperature (pt) condition. Patient has been spiking fevers. Esophageal probe in place patient temperature (pt) was 36.7c, targeted temperature (tt) was 37c. 4 pads connected. Water flow rate (wfr) was stabilized at 2.7 l/m. Therapy resumed. It was unknown what medical intervention was provided. Per follow up information received via task on 13aug2025, it was reported there was no actual issue with the device. It was turned on and collecting the patient temperature, but they failed to initiate the start therapy que. Once started therapy, the patient was able to complete therapy on the device. No patient impact was reported. A DHR review is not required as the serial number is unknown. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse called to verify settings for normothermia in an arctic sun device. There was no flow rate for the patient, and they should be controlling to 37c under normothermia. Walked through stop therapy and restart. Event log showed 50 patient temperature (pt) was erratic. Discussed patient temperature (pt) condition. Patient has been spiking fevers. Esophageal probe in place patient temperature (pt) was 36.7c, targeted temperature (tt) was 37c. 4 pads connected. Water flow rate (wfr) was stabilized at 2.7 l/m. Therapy resumed. It was unknown what medical intervention was provided. Per follow up information received via task on 13aug2025, it was reported there was no actual issue with the device. It was turned on and collecting the patient temperature, but they failed to initiate the start therapy que. Once started therapy, the patient was able to complete therapy on the device. No patient impact was reported.

Event description:
It was reported that the nurse called to verify settings for normothermia in an arctic sun device. There was no flow rate for the patient, and they should be controlling to 37c under normothermia. Walked through stop therapy and restart. Event log showed 50 patient temperature (pt) was erratic. Discussed patient temperature (pt) condition. Patient has been spiking fevers. Esophageal probe in place patient temperature (pt) was 36.7c, targeted temperature (tt) was 37c. 4 pads connected. Water flow rate (wfr) was stabilized at 2.7 l/m. Therapy resumed. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.